Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025 where the patients therapy amplitude was increased from 5.0ma to 9.2ma. On (B)(6) 2025, the patient experienced severe muscle cramping which steadily worsened as the days went on, and on (B)(6) 2025, the patient presented to emergency room. The patient received intravenous fluids and blood work was done. It was noted that the patient experienced a similar event prior to having their therapy reduced on (B)(6) 2025. The patient was seen for a follow up on (B)(6) 2025 and their therapy was disabled. While the therapy was off, the patient experienced a left thigh cramp. Per the opinion of the physician, the root cause of the event was unknown, and the patient was advised to follow up with their rheumatologist for their lupus. As of (B)(6) 2025, the patient was still cramping but it was not as severe as previously experienced. The patient confirmed that there was no change in their diuretics after the event. The patient was unable to schedule an appointment with their rheumatologist since the earliest availability was in (B)(6).

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (b)(60 2025 where the patients therapy amplitude was increased from 5.0ma to 9.2ma. On (B)(6) 2025, the patient experienced severe muscle cramping which steadily worsened as the days went on, and on (B)(6) 2025, the patient presented to emergency room. The patient received intravenous fluids and blood work was done. It was noted that the patient experienced a similar event prior to having their therapy reduced on (B)(6) 2025. The patient was seen for a follow up on (B)(6) 2025 and their therapy was disabled. While the therapy was off, the patient experienced a left thigh cramp. Per the opinion of the physician, the root cause of the event was unknown, and the patient was advised to follow up with their rheumatologist for their lupus. As of (B)(6) 2025, the patient was still cramping but it was not as severe as previously experienced. The patient confirmed that there was no change in their diuretics after the event. Per the opinion of the physician, the patient was diagnosed with lupus which was the cause if their muscle spasms. Barostim was ruled out as the cause of the event and on (B)(6) 2026 the patient's therapy was resumed.